Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets d3 and d5 in drawer 5.1 had failed and required recovery, and tower door 3 had also failed and could not be recovered. The field service engineer (fse) confirmed that the escort successfully recovered the pockets and replaced the micro switches on tower door 3 and performed testing using the hardware test application. Drawer 5.1 was also tested in the hardware test application, and the station was restarted. The customer confirmed that the drawer and pockets were functioning properly after the actions taken. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 7nur2 m6 drawer 5.1 failed to open and required maintenance. The user was unable to recover the storage space for the tower drawer. Medstation keys were used to open the tower drawers for troubleshooting; however, this did not allow recovery of the failed drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.